Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no external damage. Unable to duplicate the customer's reported problem. The root cause of the reported issue was determined to have been caused by was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional tests.

Event description:
It was reported that travel reverse error event occurred. No patient injury reported.